Event description:
When I brush my teeth the spin brush pinches my cheek and or tongue. As it spins and I move it around my mouth I can feel skin being pinched. I stopped using it cause it hurts and must be a malfunction.